Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen delivery setting was stuck at 40%. The customer will not be returning the device for evaluation at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's oxygen delivery setting was stuck at 40%. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.